Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, multiple episodes of oversensing on the ventricular channel was observed. The oversensing was replicated with coughing. Review of the egms revealed possible myopotential oversensing. Programming changes were made, and no further issues were reported.